Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records related were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The root cause will be documented as anticipated procedural complication.

Event description:
Taxus express2 another country's clinical study. It was reported that following after a coronary artery stenting procedure, the pt experienced restenosis. The lesion was 2.75mm, 90% stenosed and 24.0mm long portion of the mid left anterior descending (lad). The physician treated the lesion with predilation using an unk balloon at a atmosphere (atms), and implanted a 2.75x28mm taxus express2 balloon at 14 atms. No post-dilation was performed. Residual stenosis became 0% and timi flow was 3. The pt was discharged 5 days later. At 243 days after the pt was discharged, restenosis in the mid lad was confirmed. The lesion had 90% stenosis, 2.50mm in diameter and 20.0mm in length. Tvr was performed 7 days later, residual stenosis became 0% and timi flow was 3. The procedure was successfully completed and the pt was discharged 2 days after the procedure.